Event description:
It was reported that there was an infection 6-10 days after implantation. The bacteria was a gram negative strain, enterobacter cloacae.

Manufacturer narrative:
The device has not been returned to the manufacturer.